Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was implanted with an expert humeral nail on his broken arm. After the first intervention the patient had a severe rotation malposition so he underwent a re-operation procedure on (B)(6) 2014. Distal locking screws and locking cap removed. Nail guidance instrument secured and nail removed. Stab incision on the upper arm opened. With a 50° difference in rotation, the planned rotational correction was marked proximally and distally in the upper arm with two kirschner wires. Blunt dissection down to the bone. Effortless removal of the locking screws. The manipulation of the proximal humerus fragment proved to be extremely difficult. As a result of the asymmetrical tension during internal rotation, the humerus tended to be in maximum internal rotation here. The percutaneous kirschner wires could not effect a correction or rotational orientation because of the thick muscle covering. A 9 mm thick and 240 mm long nail was now easily inserted in a retrograde direction into the humerus. Rotational adjustment was still not possible. By way of an experiment, an anterolateral skin incision was made over the corner of the acromion. Here too, the rotatability of the humerus head with joystick kirschner wires was still very limited, despite the muscle relaxation. An acceptable axial alignment would probably be achievable with maximum internal rotation of the arm. However, during the locking under the necessary image converter fluoroscopy, the screw head abutted medially against the head of the humerus, which is not acceptable. Therefore, the locking screw was placed in the anterior to posterior direction under image converter control. Since checking of the rotation revealed a slight overcorrection in relation to internal rotation, the distal fragment was rotated externally by 30° around the nail (this required the nail guidance instrument to be loosened, which had to be taken into account during the subsequent removal). Image converter fluoroscopy and mobility testing showed a respectable result. A second locking screw was placed distally. Because of the rotated nail position, an extending locking cap had to be jammed in distally. The wound was checked, and haemostasis produced permanently dry wound conditions. Wound closure in layers. During the first postoperative night, the patient described diffuse pins and needles and inadequate sensation in both arms, which was interpreted as being due to his posture as a result of his rigidity. However, the patient had residual motor paresis of the radial nerve on the right, although sensation of the nerve was hardly affected. The patient has now problems with movement and pain. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for non-sterile part 04.001.428 lot 7470487: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Sterile part number 04.001.428s; lot number 8744925: the product was sterilized by a third party (B)(4). No complaint related issues were reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.